Manufacturer narrative:
This initial report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. (B)(4). The carefusion field service representative evaluated the device and identified a worn out driver diaphragm as the root cause of the reported event. Problem duplicated. Found that the driver diaphragm has worned out on one side. Replaced driver and did a 4k calibration. Vent is now running according to manufactures specs. The carefusion failure analysis lab has not received the alleged faulty driver assembly (p/n 24-773937) thus a cause of failure has not been identified.

Event description:
The customer reported that there is something wrong with the unit and wanted to make sure that the driver would fix it. Director of rt dept. Stated that the piston will start but then as it runs it makes a strange noise then stops running, suspects it is the driver. Carefusion technical support specialist explained that it does sound like it could possibly be the driver. Patient involvement is unknown.